Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. Philips technical support confirmed the reported issue via troubleshooting. The customer reported performing another est and the reported issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If part is returned, the complaint will be reopened and an investigation will be performed. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the customer was getting a low o2 alarm. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.